Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented paclitaxel set overinfused during infusion. The infusion was 50 ml with a rate of 2.5 ml/h. The drip chamber showed multiple drips as if the set was in free flow or flow faster than 2.5 ml/h. The device contained gtn (glyceryl trinitrate). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H11: the actual device was not available; however, a retention sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the overinfusion. Functional push-pull, underwater leak, and air passage testing were performed; no disconnections and no blockages were found. A flow test was performed and the results were within the specification. The reported condition was not verified on the retained sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.